Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other supera stent referenced is filed under a separate medwatch report.na

Event description:
It was reported that on (B)(6) 2021 a supera stent was implanted in the superficial femoral artery (sfa). On (B)(6) 2021, the procedure was performed to treat a heavily calcified lesion in the left popliteal artery. The vessel diameter was 6mm. A 6mm angioplasty balloon was used to prep the vessel. The 6.0x120mmx120cm supera self-expanding stent system (sess) (lot# 9061961) was advanced to the target lesion and deployed. Resistance was noted during removal of the sess. Troubleshooting was performed; the introducer sheath had to be pulled back and the stent deployed but was elongated and stretched to the previously implanted supera stent, which was difficult to visualize. The tip of the supera detached in the sfa but remained on the guide wire. A balloon was used to aid in removal of the tip from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It may be possible that the proximal end of the super a stent was partially deployed within the introducer sheath resulting in resistance during removal and elongation of the stent. Additionally, it may be possible that during the attempts to release the stent from the introducer sheath and/or delivery system, the tip separation occurred; however, this could not be confirmed. The unexpected medical intervention to retrieve the separated tip was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.